Event description:
Pt was undergoing an internal fixation of the "l" femur. This was a prophylactic procedure as the pt has a malignant neoplasm of the bone. Tip of guidepin broke off in the femoral canal and was left there.